Event description:
It was reported that the device would not boot up properly. The device went into the user test mode and lost power upon power on. There was no report of patient use associated with event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed a lock-up failure. Physio replaced the programmed system controller pcb and user interface pcb assemblies to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies at the failure analysis center and determined the root cause of the reported malfunction to be the u61 ic chip from the system controller pcb. There was no failure of the programmed user interface pcb assembly as it was automatically replaced at the same time as the system controller pcb per repair instructions.